Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. The cse determined that a system drain pump (cdp) malfunctioned during the time of the event. The cause of the discordant glu, e-crea and alb results was due to a cdp pump malfunction. The cse replaced the pump and verified acceptable instrument functionality. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant glucose (glu), enzymatic creatinine (e-crea) and albumin (alb) results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The patient samples were repeated on an alternate system. The corrected results were reported to the physician(s). There were no known reports of adverse health consequences due to the discordant glucose, enzymatic creatinine and albumin results.